Manufacturer narrative:
This ipg serial number is included in a field advisory. Results: as returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated with lab equipment. Testing results revealed an intermittent connection in the header on channels 8 and 16. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2009. The patient was scheduled for a revision because the ipg location was uncomfortable. The patient had good stimulation and communication before revision and the ipg was turned off. The sjm representative used 2 different programmers, but failed to communicate with the ipg inside and outside of the patient. The doctor replaced the ipg and relocated the pocket as planned. The patient had good stimulation and communication with the new ipg postoperative. No further information is available at this time.